Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was using a needleless connector to connect an indwelling needle for drug infusion due to a cerebral hemorrhage at 10:00 on (B)(6) 2024. There was a product leak, but the patient did not suffer any harm. The product was immediately replaced.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: "there was a product leak." The product in use at the time is reported to be a mp1000 china from lot 23095732. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23095732 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.